Event description:
Info received indicates the technician found the ground resistance reading was high while doing an electrical safety test.

Manufacturer narrative:
The technician found that the ac plug had a loose ground connection. He tightened the ac power cord plug wires to repair the bed.